Event description:
Information was received from a patient who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that they needed to find a doctor to take the pump out because they no longer needed the pump and having the pump was no longer necessary. They thought the issue was in their upper back right below their titanium neck, however the patient said that wasn't the problem and that it was a slipped disc in their lower back that had been there for over 10 years. Pt said that they finally had surgery to fix the slipped disc. The patient said that two and a half years ago, they weighed 280 pounds. They weighed 240 pounds when the pump was first implanted. They said that the pump hadn't moved at all, however when they went from 280 pounds down to 179 pounds, the pump had been bouncing around in their back for the last year consistently day and night from the significant weight loss. The pump was bouncing around and hitting their tailbone, muscles, and nerves, which was causing them major issues and major pain. They said that they wanted the pump removed so they could get back to work. The agent reviewed and offered to send the patient a physician listing via e-mail. Additional information was received from the patient on (B)(6)2026. The patient reported that they were not diagnosed properly when they got the pain pump. They didn't know that they had a lower back injury. They thought it was their upper back, and come to find out it was their lumbar back the whole time. When they got the pain pump, they never discussed what would happen if they lost weight. At the time, they were 280 lbs. After 10 years of being overweight, they decided to lose weight. When the pump was put in, the device was pack in with muscle, fat tissue, and so on. They lost a substantial amount of weight. They went from 280lbs to 179lbs. After they lost that much weight, the pump was no longer supported by all the muscle and fat tissue. Because they lost the weight, the pump started bouncing around hitting their tail bone, nerves, tendons. They no longer needed the pump. The pump bouncing around in their lower back and hitting everything was so much more painful that it took everything they had to move. That was why the pump was coming out.

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.